Event description:
Information received indicates the head section is drifting down if elevated more than 30 degrees.

Manufacturer narrative:
The technician straightened the bent brackets on the CPR latches to repair the bed.